Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corner, cracked battery tube and cracked display window.

Event description:
It was reported the insulin pump alarmed button error. The buttons were not pressed for three minutes or longer. Customer's blood glucose was 97 mg/dl. The buttons do not respond. The device was not exposed to moisture. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.